Manufacturer narrative:
The investigation was completed on 31-mar-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device ac7935901 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smartablate¿ irrigation tubing set and foreign material inside the packaging outside of specification issue occurred. There was a foreign object in the packaging of the smartablate¿ irrigation tubing set. They replaced the tubing set and that resolved the issue. No patient consequence was reported. Additional information was received. The issue was noticed prior to opening and the package was not opened. No pictures available. It looked like a hair approximately ½ inch in length. It was loose (with movement). It was confirmed that it was not used on the patient. The event was assessed as MDR reportable for a foreign material inside the packaging outside of specification issue.